Event description:
A console supporting a bi-ventricular assist device (bi-vad) patient stopped pumping and started alarming. It was reported that the room smelled as if the console was on fire. The physicians used the backup handpump to support the pt until the backup console was set-up and started.